Manufacturer narrative:
The reported event was confirmed; however, the exact cause of sample condition could not be determined. Received only 2 way catheter for evaluation. The sample was visually evaluated and a tear was found with a dented mark on the inflation funnel that caused water to leak out. The tear was caused by mechanical force from the outside. Per the functional evaluation, the sample was inflated with water and observed water leaking from the bifurcation area of the catheter. Unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "burst balloon: be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Premature deflation: (reason: use general caution statement ¿ does not have specific to leakage) [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked out of the bifurcation area of the catheter during a pretest.